Manufacturer narrative:
Information for this event was obtained from a literature review article: heart rhythm case reports, vol 11, no 10, october 2025. Published by elsevier inc. Titled "wire in pigtail catheter through snare twice (wiper trust) technique for grasping leads without free ends in transvenous lead extraction". Yuhei kasai, md, fhrs, junji morita, md, takayuki kitai, md, takuya haraguchi, md, tsutomu fujita, md, kazuhiro satomi, md, phd. From the department of cardiology, asia medical group, sapporo heart center, sapporo cardiovascular clinic, sapporo, hokkaido, japan, and department of cardiology, tokyo medical university, shinjuku, tokyo, japan.

Event description:
It was reported in a literature review article that a pacemaker evaluation showed multiple episodes of electrical artifacts in the right ventricular (rv) lead (tendril MRI, 52 cm, abbott), while the right atrial (ra) lead (tendril MRI, 46 cm, abbott) functioned normally. The patient was scheduled for transvenous lead extraction (tle), rv lead replacement, and pacemaker generator exchange. A locking stylet (lld ez, philips, and over, ma) was advanced toward the rv lead tip, but the helix could not be unscrewed, and further advancement was impeded by lead-to-lead adhesion at the innominate vein. The distal tip of the ra lead became dislodged from the ra appendage, necessitating its extraction. The ra and rv leads were extracted. The procedure was completed without any complications. Details are listed in the article heart rhythm case reports, vol 11, no 10, october 2025. Published by elsevier inc. Titled "wire in pigtail catheter through snare twice (wiper trust) technique for grasping leads without free ends in transvenous lead extraction".